Manufacturer narrative:
(B)(4). Carefusion technical support advised biomed to plug the unit back into ac and see if the problem reoccurs. They also made recommendations of charging the battery, and if the issue continued, he was to change out the exp. Flow sensor, diaphragm, valve body, and then open and check the pneumatic tubes. Biomed was to troubleshoot/ follow the recommendations and call back if further assistance was needed. As of september 2, 2015, biomed has not called back for further assistance with this particular unit.

Event description:
Biomed called to report a unit that went inop, while on a patient that was being transported. The patient was bagged and switched to another unit. No harm to the patient. After the patient was removed from the unit, biomed unplugged it but the problem persisted. It showed apnea interval and was alarming "motor fault error."